Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: (B)(6) 2013; inratio: 3.7; lab: 2.4. Time between testing was reported as 1 hr. Pt's therapeutic range is 2.5 - 3.5. It was reported the pt was under 18.

Manufacturer narrative:
Improper techniques were identified. Improper techniques may lead to inaccurate results. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013; inratio meter = 3.7; ref = 2.4; mean = 3.05; confidence limits = 1.8 - 4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and ref values were within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Unable to perform retained strip test due to unk strip lot number on the event details. No further investigation is possible. Trend analysis is not possible at this time without strip lot info. This issue will be subject to future tracking. Corrective action not required at this time as no product deficiency was established.